Event description:
It was reported that this patient was just implanted with a pacemaker system. Shortly after implant, the patient was feeling symptomatic, and their apple watch showed there was a drop in qrs complexes. The patient was brought into the clinic for an evaluation, and they found there was high right ventricular (rv) thresholds which resulted in loss of capture. A chest x-ray was performed, and the lead position appeared unchanged. Pacing impedances were noted to be stable. The plan is to continue to monitor the lead and evaluate if a revision is necessary later. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was just implanted with a pacemaker system. Shortly after implant, the patient was feeling symptomatic, and their apple watch showed there was a drop in qrs complexes. The patient was brought into the clinic for an evaluation, and they found there was high right ventricular (rv) thresholds which resulted in loss of capture. A chest x-ray was performed, and the lead position appeared unchanged. Pacing impedances were noted to be stable. The plan is to continue to monitor the lead and evaluate if a revision is necessary later. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.